Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that patient had a blood glucose (bg) in 300mg/dl range with a headache and fruity taste to saliva. During troubleshooting, customer support found that the patient uses the same cartridge for around 2 weeks or longer, and was using cartridges from years 2008 to 2011. Patient was not aware cartridges were expired. This complaint is being reported because the patient experienced hyperglycemia related to use error: not using the cartridges per IFU.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.